Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was identified as possibly silicone-based glue. Material was not able to be removed by the reprocessing instructions included with the instructions for use. The specific root cause of the silicone glue being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to damage on the switch box, the water tightness was lost, and the connecting tube was cut. Scratches and discoloration were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope was experiencing low insufflation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that the nozzle and the air/water tube were clogged due to insufficient cleaning and sterilization. This report is to capture the reportable malfunction of the inadequately cleaned, clogged nozzle and air/water tube noted at estimation.